Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive when trying to deliver a bolus. Additionally, it was reported that the cartridge did not fit securely on the pump and would come off if the infusion set tubing was slightly pulled. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.